Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced purulent exudate, and difficulty mobilizing the tube. On (B)(6) 2022, the patient underwent an exploratory endoscopy where a buried bumper syndrome was diagnosed. It was reported that the patient will be assessed for surgery to treat the buried bumper syndrome.